Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported that he experienced elevated blood glucose and that he believes the infusion device does not properly deliver the basal rates. Infusion device was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.